Event description:
It was reported that this a (B)(6) lead was an attempted implant in a deep septal right ventricular (rv) position utilizing a competitive catheter. A competitive replacement lead was implanted after multiple efforts to repositioning the catheter and the lead by extending and retracting the helix were unsuccessful. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).